Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer blood glucose reading was 208 mg/dl. Troubleshooting was performed with trainer. The issue was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Problem isolated to force sensor. Unable to download and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).